Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-sep-2019. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), vulvovaginal inflammation ("vaginal inflammation"), fatigue ("intense fatigue"), dizziness ("dizziness"), tachycardia ("tachycardia"), amnesia ("memory loss / occupational difficulties (memory)") and disturbance in attention ("trouble concentrating / occupational difficulties (concentration)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced stress ("no tolerance of stress"). At the time of the report, the menorrhagia, vulvovaginal pain, vaginal discharge, vulvovaginal inflammation, fatigue, dizziness, weight increased, tachycardia, amnesia, disturbance in attention and stress had not resolved. The reporter provided no causality assessment for amnesia, disturbance in attention, dizziness, fatigue, menorrhagia, stress, tachycardia, vaginal discharge, vulvovaginal inflammation, vulvovaginal pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), vulvovaginal inflammation ("vaginal inflammation"), fatigue ("intense fatigue"), dizziness ("dizziness"), tachycardia ("tachycardia"), amnesia ("memory loss / occupational difficulties (memory)") and disturbance in attention ("trouble concentrating / occupational difficulties (concentration)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced stress ("no tolerance of stress"). At the time of the report, the menorrhagia, vulvovaginal pain, vaginal discharge, vulvovaginal inflammation, fatigue, dizziness, weight increased, tachycardia, amnesia, disturbance in attention and stress had not resolved. The reporter provided no causality assessment for amnesia, disturbance in attention, dizziness, fatigue, menorrhagia, stress, tachycardia, vaginal discharge, vulvovaginal inflammation, vulvovaginal pain and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.